Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 499.302, lot: l569330, manufacturing site: mezzovico, release to warehouse date: sep 11, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot part: 499.302, lot: l569330, manufacturing site: mezzovico, release to warehouse date: 11. Sep. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary visual inspection: the uss screw for pedicle hook is in a used condition, there are slight wear marks at the head visible. A manufacturing evaluation of the received uss screw for pedicle hook was performed with following result (for details see attached analysis report and manufacturing complaint investigation form): as per selected investigation flow from, the investigation performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. A design evaluation was performed in product investigation pi-(B)(4) with following result: the complaint condition can be confirmed since the x-ray shows the rod slipped out of the hooks and on the screws. Section 2.2: the threads on the returned devices are partially damaged. Therefore, the nuts could not be tightened as usual. But, by applying a higher torque, it was possible to assemble the construct and the items seemed to perform as intended. Hence, basically, the items worked as intended. Section 2.3: the articles have passed the functional test; the only issues were the partially damaged threads. Therefore, no document/specification review is needed. Section 2.4: the investigation performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The reason for the slippage is very likely a combination of 2 nuts not being properly tightened and the fall of the patient. Usually, when a nut is final tightened the anodization layer of the nut and the sleeve gets partially removed at the contact area between the 2 items. This can be seen on 2 out of the 4 nuts/sleeves. Since this wear is not present at the other 2 nuts/sleeves it can be concluded that these 2 nuts have not been tightened as intended. This condition could as well explain the partially not existing wear and tear on the teeth of 3 sleeves. As a consequence, the 2 tightened nuts alone were not able to withstand the forces of the spine and therefore the rod started to move in the construct and massively deformed/removed the teeth of some of these sleeves. This already disadvantageous situation in combination with a very high load on the implant applied through the fall of the patient could be the cause of the final slippage of the rod. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 1 report as (B)(4) 2019 but should have been (B)(4) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient underwent a surgery for removal of some uss2 implants. The patient was originally operated in feb 2018 and had a fall after initial surgery. After an x ray it showed that the rod had slipped out the hooks. The surgeon would like to have the implants looked at to check it has not been an implant failure. Concomitant device reported: unknown uss ii rod (part # unknown, lot # unknown, quantity 1), unknown uss ii pedicle hooks (part # unknown, lot # unknown, quantity 3), unknown uss screws (part # unknown, lot # unknown, quantity 3), unknown uss ii nuts (part # unknown, lot # unknown, quantity 6), unknown uss ii sleeves (part # unknown, lot # unknown, quantity 6). This complaint involves fifteen (15) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description updated. Implantation date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: mr (B)(6) in (B)(6) has had to remove some uss 2 implants from a patient today. The patient is (B)(6) years old and was originally operated in (B)(6) 2018. The patient had a fall after her initial surgery and after an x ray it showed that the rod had slipped out the hooks. This is the first time this has happened in many years of using the uss2 system and the surgeon would like to have the implants looked at to check it has not been an implant failure. Please see attached x ray which shows the rod slippage. I am returning all the implants on the right side ( 2 hooks, 2 screws, 4 nuts 4 sleeves 1 rod) I don't have the codes and lot numbers as the implants are dirty and been placed in a sealed container. Concomitant device reported: unknown uss ii rod (part # unknown, lot # unknown, quantity 1), unknown uss ii pedicle hooks (part # unknown, lot # unknown, quantity 3), unknown uss screws (part # unknown, lot # unknown, quantity 3), unknown uss ii nuts (part # unknown, lot # unknown, quantity 6), unknown uss ii sleeves (part # unknown, lot # unknown, quantity 6), uss pedicle screws (part # 499.201.640, lot # unknown, quantity 2), uss ii sleeve (part # 499.302, lot # unknown, quantity 2), uss ii nut (part # 399.294, lot # unknown, quantity 2). This is report 03 of 09 for (B)(4).